Event description:
It was reported that a c3-c6 anterior cervical fusion was performed on (B)(6) 2013 with vectra-t plate. The patient did not heal at the c5-c6 level and also developed adjacent level disease at c6-c7 level. The patient also had bilateral left and right radicular symptoms. During the revision surgery on (B)(6) 2014 the surgeon removed the vectra-t plate and eight unknown screws. He then performed a repeat discectomy at c5-c6 level and a discectomy at c6-c7. A new vectra-t plate was placed from c5-c7 and the surgery was completed without any complications. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Event date: unknown. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.